Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor saline implants and experienced bilateral grade ii capsular contracture and deflation postoperatively. On (B)(6) 2020, the diagnosis of capsular contracture was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with a 405cc mentor memorygel breast implant (left catalog #: smpx405, left serial #: (B)(4)) and a 440cc mentor memorygel breast implant (right catalog #: smpx440, right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, bilateral deflation was observed. The implants were too badly damaged to salvage and are not available for product evaluation. The patient has fully recovered after the revision surgery. There was a delay of 60 minutes during the revision surgery. The cause of the delay is currently unknown. At this time of report, additional patient consequences or surgical interventions due to the delay are not reported. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 10-feb-2021, mentor received additional information regarding the suspected medical devices, date of implantation, procedure, and reason for the surgical delay. Initially, the suspected medical device was reported as discarded. However, a 450cc mentor memorygel breast implant was returned to mentor on 5-feb-2021, and the device was not labeled for left or right. On 10-feb-2021, the patient¿s doctor¿s office confirmed that the returned device is the right device. Upon explantation, only the right-sided device was found to be ruptured. Initially, it was reported that the patient underwent a primary breast augmentation with two unspecified saline implants. However, additional information revealed that the patient underwent a revision breast augmentation with two mentor gel breast implants. The date of implantation was estimated as 5-nov-2004 based on available information. The reason for the 60-minutes surgical delay was due to removing the leaking gel from the right-sided device and suturing down the left pocket. The relevant fields have been updated. On 24-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a tear within a crease/fold on the posterior view, measuring approximately 12.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).